Event description:
It was reported that after the box for a mentor memorygel breast implant 500cc gel breast prosthesis was opened, it appeared that there was a substance that looked like dust on top of the device. As a result, surgery was completed with a different unspecified mentor breast prosthesis. The device did not come into contact with any patient and there was no patient consequence.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that when the box opened, it appeared that there was a substance that looked like dust on top of the device. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have some bubbles within the gel. The bubbles were measured on 08-mar-2023 and they were approximately 0.9 x 0.8 cm, within manufacturing specifications. However, no foreign matter or anomalies were observed on the shell of the device and the sample was received without packaging. The bubbles were measured again on 21-mar-2023 and the bubbles decreased to 0.1 cm x 0.1 cm, within specification. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. The event described could not be confirmed as the breast implant was returned without detectable dust on the top of the implant. Although no foreign matter was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-mar-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).